Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was 14.7 mmol/l at time of incident. Customer states the pump beeped and suddenly had a pump error. The customer was assisted with trouble shooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self and displacement test. The battery was removed from pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error 23 was noted. The power management tool confirms the unloaded voltage and loaded voltage are within specification. Unit received with minor scratched display window, case and keypad overlay.